Manufacturer narrative:
Other, other text: returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the initial complaint was verified during testing. The pump downstream occlusion sensor had air bubbles in it which caused the initial complaint. This issue was caused by the downstream seal which will be replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump had bubbled downstream occlusion cover and software upgrade issues were reported. No patient was involved in this event. No adverse effects were reported.